Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "spins free" with an attachment but the attachment has no issues with other motors. The devices was not being used during surgery. It is unknown if injury or medical intervention occurred. It is unknown if a delay in surgery occurred as a result of the device issue. There was no additional information provided.